Event description:
During an incident on 02/14/2000 involving a female pt complainning of chest pains. This defibrillator was used with monitoring lectrodes and the screen wnet blank. The crew switched the batteries screen remained blank. They were unable to run a strip. Als arrived and used their defibrillator to monitor the pt. Yjr pt was transported to a hosp.